Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly, and subsequently the pump shutdown. Additionally, the pump battery took a long time to charge. The customer¿s blood glucose ranged from 140-141 mg/dl. The customer reverted to an alternate method of insulin therapy.